Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unidentified pump notification was declared. There was no reported impact to the customer¿s blood glucose. Multiple follow up attempts were made to gather additional details, however, the customer did not respond to follow up attempts.